Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The manufacturer's sales specialist reported during device installation that the ventilator would not turn on, alarmed, and displayed an error due to a machine and proximal pressure sensor failure. There was no patient involvement.